Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure, pocket won't open. The customer reported able to get medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer cancelled the work order and stated that the technical support specialist mistakenly dispatched the case as the site was self-service. The system functioned as intended after the field service engineer verified the device.